Event description:
It was reported to philips that the system was intermittently giving a blue dump screen, preventing use. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the blue dump screen appearing on main console system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found the hdd issue. To resolve the issue, the fse replaced host pc hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.